Manufacturer narrative:
Engineering investigation: the returned device was evaluated to determine the cause of the complaint (failure to deploy). Upon inspection the stent was in its original crimped position between the two radiopaque ro marker bands. The crimped stent diameter was measured and was 2.4mm. This diameter is indicative of a properly crimped stent and is in line with the diameters of the 20 stents measured during the lot qualification process. The catheter shaft was badly kinked approximately 30cm from the inflation manifold of the catheter. The balloon showed no signs that the stent had been attempted to be deployed. To ensure the device was functional the catheter was prepped per the instructions for use and the stent deployed to 8atm as specified on the product label. The stent opened without issue and was fully functional. The stent deployed perfectly. A full review of the catheter lot history records for the devices in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath ability of the delivery system to withstand 10 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm) result: all quality inspection samples passed this final inspection without any non-conformances noted during the final lot qualification testing associated with the complaint. There were no issues in regards to the stents being able to pass through the introducer sheath. Conclusion: based on the details of the event and the successful lot qualification test data, atrium can find no fault with the lot of stent delivery systems in question. Clinical evaluation: the advanta v12 covered stent system is indicated for restoring and improving the patency of the iliac and renal arteries. If a stent does not deploy properly in the target area it could cause occlusion of the vessel resulting in but not limited to ischemia and tissue injury. A stent can become an obstruction by becoming dislodged while being advanced through a difficult area of disease and by being inaccurately sized. The instructions for use (IFU) state potential adverse effects include, but may not be limited to, inadequate implantation or intimal trauma and stent misplacement, migration or deformation.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
It was reported that during an extra-anatomical bypass the stent did not open correctly. The target was the hypogastric artery. No harm to the patient.